Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 20-JUL-2021 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE AUXILIARY DRAWER WOULD NOT CLOSE, AND THE STATION HAD POWER, BUT THE CONSOLE WOULD NOT POWER ON. A FIELD SERVICE ENGINEER (FSE) IDENTIFIED THAT THE MAIN UNIT DISPLAYED A BLACK SCREEN AND WAS NOT POWERING UP AND ALSO OBSERVED THAT DRAWER 4 OF THE ENHANCED FULL HEIGHT CUBIE DRAWER IN THE AUXILIARY REMAINED OPEN AND WOULD NOT LATCH. THE FSE DETERMINED THAT THE SOLENOID PLUNGER WAS FUSED INSIDE THE SOLENOID AND FOUND THERMAL DAMAGE ON THE DRAWER CONTROLLER BOARD. THE FSE REPLACED THE DRAWER CONTROLLER AND SOLENOID TO RESTORE FUNCTIONALITY AND ADDITIONALLY REPLACED THE EXISTING LATCH ASSEMBLY WITH AN UPDATED MODEL WHILE THE STATION WAS OPEN. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY, THE AUXILIARY DRAWER WOULD NOT CLOSE, AND THE STATION HAD POWER, BUT THE CONSOLE WOULD NOT POWER ON. HOWEVER, THERE WERE NO DELAYS TO PATIENT CARE AND NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS INCIDENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the auxiliary drawer would not close, and the station had power, but the console would not power on. As per part investigation, it was determined that the root cause of the reported issue was a faulty SOLENOID 12 VDC HH DRAWER CUBIE (PN 119879-01) that exhibited thermal damage to the coil, resulting in loss of power and improper operation. Additionally, thermal damage was identified on component Q501 of the PCBA DWR CNTLR (PN 151622-01) due to an electrical failure, which compromised communication and control signals and caused the station to have power while the console failed to power on.However, there were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of W4N aux drawer won't close ALSO station has power, but console won't power on was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process.According to Work Order 02464099, The Field Service Engineer (FSE) reported that the main unit displayed a black screen and was not powering up and also observed that drawer 4 of the enhanced full height cubie drawer in the auxiliary remained open and would not latch. The FSE determined that the solenoid plunger was fused inside the solenoid and found thermal damage on the drawer controller board. The FSE replaced the drawer controller and solenoid to restore functionality and additionally replaced the insep latch with an updated model while the station was open.During DCHU Visual Inspection:(b)(4): The unit was received with the magnet component missing.(b)(4): The unit was received with visible discoloration on the coil cover, indicative of an overheating condition and consistent with thermal damage.(b)(4): The unit was received with evidence of thermal damage on component Q501, including surface deformation, melting, and charring on the component body.During DCHU testing:(b)(4): No functional testing was performed due to the missing magnet component identified in the ASSY LATCH, FH DRAWER during DCHU visual inspection.(b)(4): No testing was required due to evidence of thermal damage with visible discoloration on the coil cover, indicative of an overheating condition.(b)(4): No testing was required due to evidence of thermal damage observed on component Q501 on the returned drawer controller board.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause was identified as a faulty SOLENOID 12 VDC HH DRAWER CUBIE, PN (b)(4), which exhibited thermal damage in the coil, leading to a loss of power and consequently preventing proper operation.Thermal damage was also identified on component Q501 of the PCBA DWR CNTLR (PN: (b)(4)), resulting from an electrical failure. This damage compromised communication and control signals, causing the device station to have power while the console would not power on.